Manufacturer narrative:
Consumer has a vast amount of medical issues and was using the heating pad to relieve and discomfort instead of narcotics. Consumer is preparing for back surgery.

Event description:
Consumer used heating pad on the back and it singed her back. The consumer did seek medical attention and the burn was not too severe.